Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flo-gard infusion pump that does not turn on was confirmed and reproduced during product evaluation. The root cause of the reported condition was undetermined. No repairs have been performed, no further correction was made concerning this event and the pump was returned unrepaired. The service history review revealed that the device has not been previously sent into service for the reported condition of "does not turn on." During previous service on 11/20/2007 and 12/23/2008, the battery was replaced. Should additional information be received, a follow-up medwatch will be submitted.